Event description:
The perfusionist reported to co on 1/10/97 that over the previous 3 month period of use, the stylet could not be removed or was difficult to remove from the antegrade cardioplegia catheter following insertion. In addition, the tip protector which protects the needle during shipping, may be difficult to remove. On occasion, during removal of the tip protector the catheter stretched and the stylet tip may penetrate the catheter tip.